Event description:
It was reported that during a stent procedure in the proximal left anterior descending the balloon inflation appeared to dislocate into the left main. The delivery system was inflated greater than "rbp", which is contrary to instructions for use. An attempt to completely deflate the balloon was not successful. The device was successfully retracted without further difficulties. Reportedly, there was no pt injury.